Event description:
Event description guidant received information that this ventricular lead had an impedance measurement of > 2500 ohms after the patient had fallen. A chest x-ray confirmed that the lead was fractured.